Event description:
It was reported that, during the implant surgery of this inflatable penile prosthesis, the patient experienced a perforation in the distal urethra; therefore, the physician decided to implant only one cylinder and give the perforation time to heal. No additional information was reported.

Event description:
It was reported that, during the implant surgery of this inflatable penile prosthesis, the patient experienced a perforation in the distal urethra; therefore, the physician decided to implant only one cylinder and give the perforation time to heal. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.